Event description:
It was reported that the bladder of a single day infusor ruptured. This occurred during infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One used unit was received with fluid inside the housing. Visual inspection revealed no evidence of a rupture on the reservoir. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.